Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. This complaint will be logged into the complaint database for trending purposes.

Event description:
It was reported to gyrus acmi that during a surgical procedure while using an olympus hysteroscope serial number (B)(4) (a medwatch for this device will be entered in (B)(6)) and two gyrus biopsy forceps, (see medwatch 3005975494-2011-00009 for the first instrument) that metal shavings fell into the patient. The surgeon stated that further surgery is needed to retrieve the shavings. It was not known which instrument left the shavings into the patient at this time, as the instruments are being held by the hospital.